Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections, or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore, a root cause could not be determined.

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable 21 g x 1 1/2 in. Needle had retraction failures. This was discovered during use. The following information was provided by the initial reporter: im injection was administered, and needle did not retract on release. Extra force had to be given to ensure needle retracted.